Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic evaluation of two images of one device. Photographic inspection note the anvil was tilted. Biological matter covered the retainer legs and center rod of the instrument. Photographic inspection also noted what appears to be excessive amount of tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two photographs. Photographic inspection of the instrument noted thick tissue application. Visual inspection and functional testing of the returned product confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: upon completing an open gastrectomy, the device made an incomplete staple line. The surgeon over sewn the staple line by using another stapler to complete the case. No patient injury.